Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak while using a minicap transfer set. The leak was from a crack in the main body of the set. The set had been in use for two months prior to the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified damaged (cracked) main body. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An actual device was received and evaluated for the reported event of a leak. Visual inspection was performed with naked eye and magnification which noted damage (broken occluder leg and cracked main-body). Functional testing performed which included leak testing (underwater pressure test), clear passage testing and clamp function testing. The leak testing did note a leak through the set due to the broken occluder leg. The clamp function test also showed the broken occluder leg. The device did not meet product specifications related to the reported event. The cause of the leak was determined to be the broken occluder leg. Should additional relevant information become available, a supplemental report will be submitted.